Event description:
Dealer states that the chair speeds up and then slows down. Joystick already has been replaced via recall. This new unit is failing. Dealer hung up before any orders or quotes could be issued.